Event description:
Boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) was being explanted for normal battery depletion. During the explant procedure, the right atrial (ra) set screw on the device was stuck. Mineral oil was applied with out resolution. The ra lead was damaged during the process. The lead was then cut and capped. There were no adverse patient effects. The device is to be returned.

Manufacturer narrative:
As of today, no additional information is available and at this time, our investigation is complete. Should additional infomation become available, this report will be updated.